Event description:
A purchasing agent reported that an intraocular lens (iol) was exchanged due to anisometropia. The lens was exchanged for the same model, different diopter lens. In a f/u, the surgeon reported the event resolved with treatment (lens exchange). The surgeon does not feel the iol caused or contributed to the event. The pt had a lasik procedure prior to the iol implant surgery and the implant strength yielded a myopia.

Manufacturer narrative:
Eval summary: sample was returned in pieces. Solution and haptic damage were also observed. A lens bench eval could not be conducted due to the optic damage. Results from the product history record review indicated the lens met release criteria. Product history records could not be reviewed for the associated monarch cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the product investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 01/26/2012 and 02/01/2012 by phone, fax, and mail. A completed questionnaire was rec'd on 02/02/2012. (B)(4).